Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) declared a battery status of end of life (eol) and later reverted to storage mode. It was reported that the patient had high left ventricular (lv) pacing outputs. At this time, we are unable to determine if this product met it's expected longevity prior to entering storage mode. This product was successfully explanted. No adverse patient effects were reported.

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates that this product was disposed after explant, therefore will not be returned.